Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high lead impedance when seen in clinic and had x-rays performed. The x-rays images were received and reviewed. The generator placement could not be assessed due to the zoomed in image provided. The connector pin cannot be seen coming through the second connector block. The notches on the lead pin that are usually in the middle of the two connector blocks when fully inserted, are closer to the first connector block. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend is present per labeling, but a strain relief loop does not appear to be present in the neck area per labeling. One tie-down is present, but not placed per labeling as there should be two tie-downs. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance is possibly due to incomplete pin insertion. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. A possible cause for the high impedance based on the x-ray review could be due to incomplete pin insertion, but due to the length of implant of both the lead and generator, the more likely cause is due to a true lead fracture. The lead has been implanted for 13 years and the generator has been implanted for 6 years. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received noting that no known patient trauma or manipulation was reported. No known surgical intervention has occurred to date. No other relevant information has been received to date.